Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. There was no report of hospitalization. The patient was treated with amikacin injection (250mg/ unknown frequency and route, discontinued on an unknown date), fortum injection (1gram/ unknown frequency and route, discontinued on an unknown date) and heparin injection (1000 units/ dose, frequency and route were unknown, discontinued on an unknown date). At the time of this report, the patient was recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.